Manufacturer narrative:
Report of edwards mitral bioprosthetic valve stenosis, patient received implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. The reported device was not returned to edwards because it remains implanted. Without receipt of device, the reported stenosis cannot be evaluated and a root cause cannot be determined. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
An edwards mitral bioprosthetic valve was diagnosed as stenotic five (5) years 11 months after implant. Patient exhibited dyspnea one month prior to intervention. The patient received implant of an edwards transcatheter aortic bioprosthetic valve (off-label) within the exiting in a valve-in-valve arrangement. Patient remains hospitalized.